Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer report number: 2017865-2024-33796. It was reported that the patient presented for the replacement of both the right atrial and right ventricular leads. The right atrial lead exhibited over-sensed noise, while the right ventricular lead exhibited high capture threshold. The leads were explanted. The patient was stable.